Event description:
This is filed to report recurrent mitral regurgitation, requiring additional mitraclip procedure. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with thin leaflets and a prolapsed leaflet. One clip was implanted centrally with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. One-month post-procedure, the patient presented with recurrent mr with grade of 3-4 and prolapse leaflet medially. Mild prolapse was left during the index procedure, that had worsened post procedure causing increased mr. On (B)(6) 2023, a second mitraclip procedure was performed to treat the recurrent mr. One clip was implanted a2/p2 medial with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 3-4 was due to procedural circumstances (remaining leaflet prolapse from index procedure). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.